Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, it was found that an attempt had been made to shape the guidewire tip and the guidewire was found to be kinked/bent at 198cm from the proximal end. The guidewire ptfe coating was noted to be peeling at approximately 31cm and 41cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. The torque device was inspected and no anomaly was noted. During functional testing, the guidewire was advanced through a flushed demonstration microcatheter, however resistance/friction was noted advancing the guidewire through the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped, continuous flush was maintained for the duration of the procedure, the patient¿s anatomy was general anatomy. Friction/resistance was noted during the procedure near middle point. There were allegations against the microcatheter, that physician felt unusual friction while pushing the guidewire to microcatheter. But, physician did not feel unusual friction when used another synchro. The catalog no. And lot/serial no. Of the microcatheter are ref #: 168190, lot #: 23109892. The dispenser hoop was flushed before removing the catheter, there was no resistance encountered removing the catheter from the dispenser hoop. Analysis of the returned device found the tip of the guidewire had been shaped and a kink was noted 198cm from the proximal end. The guidewire was advanced through a flushed demonstration microcatheter, resistance/friction was noted advancing the guidewire through the microcatheter, most likely as a result of the kink in the guidewire therefore the reported event was confirmed. Analysis of the returned device also found evidence of scraping and peeling of the ptfe guidewire coating approximately 31cm and 41cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. An assignable cause of procedural factors has been assigned to the as reported ¿guidewire difficult to advance¿ and as analyzed ¿guidewire distal tip kinked/bent¿, 'guidewire friction' and 'guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the device revealed that the ptfe coating of the guidewire was peeled during use. There were no clinical consequences to the patient reported as a result of this event.